Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day post implant of this 25mm aortic bioprosthetic valve, it was reported that a computed tomography (CT) discovered mild small vessel ischemic disease, and a magnetic resonance imaging (MRI) discovered an acute infarction of the left hemipons with no acute hemorrhage, indicative of a stroke. It was also reported that the patient had global weakness and clumsiness described as difficulty moving extremities and hands. The left hemibody continued to improve, however the right sided deficits persisted. A stroke code was initiated, and on exam the patient had right sided hemibody weakness proximally, with mild dysarthria and mild dysmetria/clumsiness. Stroke imagining was conducted, and showed no evidence of hemorrhage, mass effect or evidence suggestive of ischemic stroke with no perfusion deficit. A computed tomography angiography (cta) discovered no evidence of large vessel occlusion or flow limiting stenosis. No intervention was reported. The patient hospitalization was prolonged due to this event. Subsequently, 7 days later, the patient was discharged and recovered/resolved. The event was assessed as possibly related to the device and the procedure. No additional adverse patient effects were reported.